Event description:
It was reported that during a diagnostic venogram, while attempting to exchange the wire, the physician noted the angle tip of the wire was missing. The tip was retrieved from inside the catheter. The physician had not noted anything unusual about the case. There was no resistance noted on withdrawing the wire. No patient injury was reported.